Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, and cracked battery tube threads.(B)(4)

Event description:
The customer reported via telephone call that a piece broke off of the reservoir compartment, exposing the seal. The blood glucose reading was 142 mg/dl. The customer was unsure of how the damage occurred. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.